Manufacturer narrative:
A device history record (DHR) for all reported lot¿s did not indicate any exception that could lead to the reported incident. A product analysis was unable to be completed as to date no samples have been provided. A photograph was submitted with this complaint however the reported condition could not be confirmed solely on the photograph as the product could not be identified in the photo. Precluding any further information or evidence there is not enough information at this time to determine with any confidence what likely caused the reported issue; therefore, the root cause is undetermined. If additional information or evidence becomes available, the complaint will be reopened and the root cause reassessed. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time. The reported condition could not confirm a manufacturing deficiency. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: qc has sampled 80 syringes and found one with deformed / slightly broken end and two with small threads of plastic.